Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned.

Event description:
It was reported that during coil embolization was performed for sah (subarachnoid hemorrhage) at ic-pc. The microcatheter was placed in an aneurysm and 6 target coils were placed in the aneurysm. After that, 7th subject coil was inserted and tried to detach the subject coil after aligning the second marker and inserting the delivery wire into the inzone detachment system device. When three beeps were heard from the inzone detachment system, the operator pulled the delivery wire, and it was found that the subject coil failed to detach in the aneurysm and it was prematurely detached in the catheter. The microcatheter and the subject coil were removed together. The new microcatheter was used and the procedure was completed without any clinical consequences to the patient.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during coil embolization was performed for sah (subarachnoid hemorrhage) at ic-pc. The microcatheter was placed in an aneurysm and 6 target coils were placed in the aneurysm. After that, 7th subject coil was inserted and tried to detach the subject coil after aligning the second marker and inserting the delivery wire into the inzone detachment system device. When three beeps were heard from the inzone detachment system, the operator pulled the delivery wire, and it was found that the subject coil failed to detach in the aneurysm and it was prematurely detached in the catheter. The microcatheter and the subject coil were removed together. The new microcatheter was used and the procedure was completed without any clinical consequences to the patient.